Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the past weekend, a patient in room 9408 experienced a malfunction with an fcd. The green balloon water instillation port was found to have popped off at an unknown time, as it was not in place during fcd care and water had leaked out. This was the second fcd placed. The fcd used the previous day reportedly had a tear in the green balloon water instillation port and required replacement. Previous issues with the product had also been reported, though not recently. Given that two separate devices malfunctioned on consecutive days, the issue was considered potentially more than coincidental and warranted further review.

Event description:
It was reported that during the past weekend, a patient in room 9408 experienced a malfunction with an fcd. The green balloon water instillation port was found to have popped off at an unknown time, as it was not in place during fcd care and water had leaked out. This was the second fcd placed. The fcd used the previous day reportedly had a tear in the green balloon water instillation port and required replacement. Previous issues with the product had also been reported, though not recently. Given that two separate devices malfunctioned on consecutive days, the issue was considered potentially more than coincidental and warranted further review.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.